Event description:
It was reported that during the procedure, a guidewire, microcatheter and the subject catheter were used to reach the target lesion site for aspiration and successfully aspirated part of the thrombus. The physician prepared to use the subject catheter for a second aspiration, with no excessive manipulation during delivery. During delivery, it was found that the subject catheter broke at one centimeter from its proximal end. The subject device was withdrawn and was replaced with a different catheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported the physician planned to use a guidewire and a microcatheter with a catheter to reach the lesion site for aspiration, and successfully aspirated part of the thrombus. The physician prepared to use the catheter for a second aspiration, with no excessive manipulation during delivery. However, during delivery, it was found that the catheter broke off 1cm from its proximal end. Subsequently, the catheter was withdrawn, and another catheter was replaced for aspiration, aspirating a large amount of thrombus and restoring blood flow. There may have been resistance during the procedure to cause the catheter shaft to fracture; however, as the device was not returned for analysis the reported cannot be confirmed. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damages noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, a guidewire, microcatheter and the subject catheter were used to reach the target lesion site for aspiration and successfully aspirated part of the thrombus. The physician prepared to use the subject catheter for a second aspiration, with no excessive manipulation during delivery. During delivery, it was found that the subject catheter broke at one centimeter from its proximal end. The subject device was withdrawn and was replaced with a different catheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was noted to be broken/fractured 6.5cm from the hub. The catheter shaft was noted to be kinked/bent. The catheter hub and tip were intact. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported the physician planned to use a guidewire and a microcatheter with a catheter to reach the lesion site for aspiration, and successfully aspirated part of the thrombus. The physician prepared to use the catheter for a second aspiration, with no excessive manipulation during delivery. However, during delivery, it was found that the catheter broke off 1cm from its proximal end. Subsequently, the catheter was withdrawn, and another catheter was replaced for aspiration, aspirating a large amount of thrombus and restoring blood flow. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damages noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The anatomy of the patient was described as 'moderately tortuous'. It is likely that catheter shaft broke and kinked during excessive force applied during push or pull during the procedure. An assignable cause of procedural factors will be assigned to 'as reported' event: catheter shaft broken/fractured during use as well as the 'as analyzed' events: catheter shaft kinked/bent and catheter shaft broken/fractured during use as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, a guidewire, microcatheter and the subject catheter were used to reach the target lesion site for aspiration and successfully aspirated part of the thrombus. The physician prepared to use the subject catheter for a second aspiration, with no excessive manipulation during delivery. During delivery, it was found that the subject catheter broke at one centimeter from its proximal end. The subject device was withdrawn and was replaced with a different catheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.